Event description:
It was reported that the user experienced repeated difficulties pairing a dexcom g7 sensor with the ilet system, including entering an incorrect or mismatched pairing code and attempting to pair with the wrong sensor type; after guidance on the toggle procedure and correct code entry, the sensor was started and entered warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.